Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarm noted during testing. The device was received with corroded battery tube, cracked battery tube threads, cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 233 mg/dl at the time of the incident. The customer reported a red x on the display with an open book and a question mark. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.